Manufacturer narrative:
The device has been received, however; at the time of this report the device has not been evaluated by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care patient procedure, using a glidescope core 15-inch monitor, the image on the screen intermittently "blacked out" resulting in a delayed intubation. No use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image issue. When connecting the customer's monitor to known, good, test verathon equipment, the video image was normal. The camera image quality test was performed for the glidescope core 15-inch monitor and passed. Upon completion of the evaluation the glidescope core 15-inch monitor was returned back to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.